Event description:
It was reported that before an operation for ablation, the implantable pulse generator (ipg) was to be interrogated. Ipg data reading was started but there was indication that no telemetry had been performed over 1,200 days. The ipg magnet mode could be set but no telemetry with the programmer could be established. The ipg was considered to be normal battery depletion and the date for device replacement not determined. The ipg remains in use. No patient complications have been reported as a result of this event.